Manufacturer narrative:
Carefusion has reached out to customer to provide the complaint device for further investigation. Ups label was provided to the customer. At this time we are currently waiting for the sample. Once the investigation is complete or if we receive any additional information we will provide a follow up emdr. (B)(4).

Event description:
The customer reported that the patient end of the circuit disconnects. This happened during a case with an infant. The customer stated there was no delay in ventilation or issue with the patient. When the practitioner went to adjust the endotracheal tube that is when the wye piece became dislodged.

Manufacturer narrative:
Device evaluation summary: one open sample was received for evaluation. Per visual inspection the disconnection was observed at the wye, adapter, cuff, filter top, and at their joints. Therefore the reported disconnection failure was confirmed. Components were dimensionally inspected and all was found within specification. Based on the investigation, it was found that the assembly personnel are related to the reported failure mode by not performing the proper assembly between the connectors. Corrective actions have been completed and improved instructions have been implemented. The assembly personnel have also been retrained on the connection procedure.